Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer continued using the existing cartridge for insulin therapy. Additionally, it was reported that resistance was experienced during the fill process and that the cartridge leaked. Reportedly, a syringe needle change was performed to address the issue and customer continued to use the existing cartridge. Customer¿s blood glucose ranged from 100 mg/dl to 200 mg/dl.